Event description:
The pt arrived in the emergency department with ventricular fibrillation arrest from an unk etiology. The pt was intubated and unconscious. During an angiogram, approximately 6-8 ccs of air was seen in the lv. The pt appeared to have seizure activity and possibly some cardiac arrhythmias which resolved without intervention. The pt did not experience any lasting affects from this air injection. One of the technologists at the site theorized that the fluid lines were not properly purged of air before performing the injection.

Manufacturer narrative:
A medrad service engineer performed a checkout of the injector system and no issues were found. The disposables that were in use during the event were not retained by the customer. Extensive additional training was provided to the staff on (B)(4), 2009. Evidence of competency documents were completed for those in attendance.